Manufacturer narrative:
Unit received with constant pump error alarm during rewind. Problem isolated to motor. Unit also received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level unknown. The insulin pump will be returned for analysis.